Manufacturer narrative:
Model number: 720185-01. Lot number: 707575015. Model description: reservoir flat iz 100 ml. Date of event entered is an estimated date as the exact date of event was not provided. Device evaluation: the complaint component was returned and analyzed, and the reported allegation of fluid leak was confirmed via product analysis. A cylinder fluid leak was reported. The ams 700 device was visually inspected and functionally tested. There was a leak in one cylinder due to wear at the corner of a fold with avulsion. This cylinder also had broken fabric threads. The other cylinder performed within specifications. The pump was not functionally tested due to the cylinder failure. The reported cylinder fluid leak was confirmed as a result of wear at a fold with avulsion.

Event description:
It was reported that the patient was having issues with their inflatable penile prosthesis. It was further reported that when the patient was seen by the physician 12 days after the implant surgery, the physician was able to inflate the device without any problems. At that time the patient's pain was tolerable. 41 days after the implant surgery, the physician went over instructions on inflating and deflating the prosthesis. He was able operate the device but experienced some penile ache. The physician explained that this was expected and should resolve as the penis stretches. When the patient was later seen 48 days after originally being implanted, the patient had many questions about penile length and the fact that his penis is smaller. The physician explained that a larger device could not be implanted due to the measurements of the patient's corporal bodies. The patient reported that the glans flip backwards and it is preventing him from having intercourse. The physician inflated the device during the examination and noted no sst (supersonic transporter). The physician did note that the patient pulls his glans back over the cylinder and states the flip is what bothers him. 7 years, 4 months and 10 days after originally being implanted, the patient presented to the physician. The prosthesis had been malfunctioning for approximately one year. It was observed that the distal tips of the prosthesis did not reach the mid glans and an aneurysm was palpable on the left cylinder "just deep to the base of the penis." The physician had difficulty accessing the pump but the patient denied any problems with using the pump. Inflation by the physician demonstrated the aneurysm when inflated and disappearance with deflation by the patient. 7 years, 8 months and 6 days after originally being implanted, the patient underwent a CT of the abdomen and pelvis without intravenous contrast. It was observed that the reservoir was collapsed and there was folding of the inflatable component on the left side. No patient complications reported in relation to this event. Additional information received on 19aug2019 states the patient had the cylinders and pump of his ipp device explanted due to a malfunction and "left corpora cavernosa aneurysm/rupture." During the surgery the physician found "scarring from previous ipp insertion including cylinder and reservoir tubing incased in scar and biofilm." The pump was "freed from its scrotal attachments." The reservoir was tested in-situ and was found to be intact so it was left in place. The right cylinder was then tested and no defects were found. The right cylinder was explanted. Then the left cylinder was tested and was found to deflate spontaneously due to a fluid leak. The left cylinder was then removed. The patient was finally implanted with a pair of cylinders and pump. There were no further patient complications as a result of this event. This complaint was initially submitted to FDA via manufacturer report number 2183959-2019-00021. This report is follow-up #2.